Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was double-counting wide qrs associated with the start of charging. Programming changes were recommended. The patient will be monitored. The patient was stable and asymptomatic.